Event description:
During a volt procedure, two errors occurred with the current pfa generator displayed two errors resulting in a 30 minute delay,¿ misspinning 1-8 and 9-10¿ and hardware issue¿ pfa generator fault¿. The messages appeared during and after multiple ablation applications. The system was restarted 4-5 times, the cables were disconnected, and the catheter was exchanged, but the issue persisted. The procedure was continued with cryo and finished successfully with no adverse patient consequences.